Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement with two proglide device was achieved in the right common femoral artery via 14fr sheath using the preclose technique prior to an interventional procedure to insert an impella device in the heart. Reportedly, after insertion of the proglide devices into the anatomy, when attempting to re-insert the 0.035 guide wire through the guide wire exit port, it was unsuccessful. The guide wire was turned and the back end of the wire was successfully inserted. The interventional procedure to insert an impella device in the heart was completed and hemostasis was achieved using the successfully pre-placed sutures of the proglide devices. There were no reported adverse patient sequela and no clinically significant delay in the procedure was reported. No additional information was provided.